Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00280. A physician reported a certas valve (ID 828814) and hakim ventricular catheter (ID 823041) were implanted via ventricular peritoneal shunt on (B)(6), 2023 with setting 3. The patient visited the hospital on (B)(6) with recurrence of symptoms. On (B)(6) 2023, ventricular enlargement was confirmed by x-ray examination. The chamber could not be pushed, and the flow had stopped. Due to suspicion of obstruction, the valve and catheter were removed and replaced on (B)(6), 2023.

Event description:
N/a.

Manufacturer narrative:
The ventricular catheter (ID 823041) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were found. The catheter was irrigated; no occlusions noted. The complaint is unconfirmed. Root cause - no root cause for the issue reported by the customer could be determined as no defects could be found with the catheter. However, a possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which could lead to an occlusion. As seen in the investigation no occlusion was found with the catheter.